Event description:
On (B)(6) 2019 grifols customer swaziland national blood in mbabane, swaziland reported four discrepant donor samples with nonreactive results in the procleix ultrio elite assay followed by reactive results in the architect system for either hiv or hbv. The ultrio elite is a commercially available assay. Specifically, sample 102011900783621 was reactive for hbsag in architect (signal to cutoff (s/co) 1.03) and nonreactive in ultrio elite (s/co 0.06). Tested (B)(6) 2019. Sample 1020900781821 was reactive for hbsag in architect (s/co 1.81) and nonreactive in ultrio elite (s/co 0.04). Tested (B)(6) 2019. Sample 1020900012021 was reactive for hiv (ag/ab combo) in architect ( s/co 315.55) and nonreactive in ultrio elite (s/co 0.04). Tested (B)(6) 2019. Sample 1020900130621 was reactive for hiv (ag/ab combo) in architect (s/co 10.17) and nonreactive in ultrio elite (s/co 0.05). Tested (B)(6) 2019. The distributor confirmed there is no more sample available for any of the four, so further analysis cannot be done. No information is available to date regarding the dates samples were collected or tested and run reports to determine run performance and master lots used. As per the abbott architect package inserts for hbsag qualitative and hiv ag/ab combo, the samples are reactive if the s/co is greater or equal to 1 and at least 1 of the duplicate retests are reactive. It is uncertain if the customer ran duplicates for each of the samples as only one architect result was provided for each. As noted in the sample details above, 3 of the 4 samples had s/cos that are close to the reactive cut-off of 1. False positive architect results or low titer samples are possible, but may not be able to be determined without further data or samples. An investigation is in-progress. Any additional information received will be provided in a follow-up report. Follow-up report: (B)(6) 2019: additional evaluation of customer data/ information showed all samples were tested individually (i.e., not in pools). The ultrio elite master lot (ml) number provided was 700595, but could not be verified since ultrio elite run reports were not provided. For the ultrio elite data provided, all samples had valid internal controls. The ultrio elite run data provided did not include calibrator data. There is no additional information regarding retesting done at the customer site or any information about the donors. None of the samples were used for transfusion. There were no related issues noted in the review of the ml 700595 manufacturing record. The root cause is suspected to be low titer samples. The customer reported serology testing was low reactive (low s/co numbers) in three of the four results provided. The one sample with a higher architect s/co is consistent with a low titer hiv sample. The ultrio elite assay was determined to be performing as expected. No further information is available. This is considered the final report.

Event description:
On (B)(6) 2019 grifols customer (B)(6) reported four discrepant donor samples with (B)(6) results in the procleix ultrio elite assay followed by (B)(6) results in the architect system for either hiv or hbv. The ultrio elite is a commercially available assay. Specifically, sample (B)(6) was (B)(6) for hbsag in architect ((B)(6)) and (B)(6)in ultrio elite ((B)(6)). Tested (B)(6) 2019. Sample (B)(6) was (B)(6) for hbsag in architect ((B)(6)) and (B)(6)in ultrio elite ((B)(6)). Tested (B)(6) 2019. Sample (B)(6) was (B)(6) for hiv (ag/ab combo) in architect ((B)(6)) and (B)(6) in ultrio elite ((B)(6)). Tested (B)(6) 2019. Sample (B)(6) was (B)(6) for hiv (ag/ab combo) in architect ((B)(6)) and (B)(6) in ultrio elite ((B)(6)). Tested (B)(6) 2019. The distributor confirmed there is no more sample available for any of the four, so further analysis cannot be done. No information is available to date regarding the dates samples were collected or tested and run reports to determine run performance and master lots used. As per the abbott architect package inserts for hbsag qualitative and hiv ag/ab combo, the samples are reactive if the s/co is greater or equal to 1 and at least 1 of the duplicate retests are reactive. It is uncertain if the customer ran duplicates for each of the samples as only one architect result was provided for each. As noted in the sample details above, 3 of the 4 samples had s/cos that are close to the reactive cut-off of 1. False positive architect results or low titer samples are possible, but may not be able to be determined without further data or samples. An investigation is in-progress. Any additional information received will be provided in a follow-up report.